Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged due to wear and tear and the reservoir was unable to lock in place and the customer's blood glucose was 76mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with partially broken reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.